Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 2916596-2020-02081. It was reported that the patient expired on (B)(6) 2020 due to multisystem organ failure (msof). The patient was under biventricular assist device (bivad) support and had undergone left ventricular assist device (lvad) pump replacement on (B)(6) 2020. The patient then developed severe vasoplegia and msof post operatively and expired. The pumps were not explanted and will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number b)(6), and the reported multi system organ failure (msof) could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists various types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.